Event description:
Joint swelling, joint pain, unconsciousness. Info was received in sep-2003 from a physician who reported a pt with a history of mild grade osteoarthritis in the left knee, was administered an intraarticular synvisc injection in 2003 and experienced joint swelling and joint pain for three days, the pain then decreased. Six days later , the pt was administered the second synvisc injection and experienced severe pain. The pt was hospitalized and the pain was treated with unspecified analgesics, corticosteroids and an articular wash. The pt did not receive the third injection. The physician reports that the pt experienced unconsciousness (duration unk). Pt has had previous treatment of unspecified nsaids and did not experience similar symptoms.